Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The provided photos show an explanted pvp in closely folded condition. The mentioned "crystal like/plastic like" pieces in the event description were identified as pds components. The observed pds degradation is expected after 32 days of implantation.

Manufacturer narrative:
(B)(4). The photo of the product upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on (B)(6) 2016 and the mesh was implanted. Following the procedure the patient experienced a recurrent ventral hernia and underwent a re-operation. During re-operation, it was found that the mesh had pulled loose and was broken into pieces inside the patient. It was also reported that the mesh had completely pulled away from abdominal wall and crystal /plastic like pieces were observed on top of the mesh and in the space around the mesh. The mesh was sent to pathology for inspection. Additional information has been requested.